Manufacturer narrative:
Concomitant medical product: w4tr01 crt-p implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing on multiple configurations approximately two weeks after implant. The lv lead was reprogrammed and remains in use. It was also noted there was a right atrial (ra) lead impedance warning. Follow up yielded no information and the ra lead remains in use. No patient complications have been reported as a result of this event.